Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated patient lost effective therapy due to high impedances.

Event description:
It was reported patient had high impedances on the entire lead. Troubleshooting was not able to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.